Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 47 mg/dl. The customer did not mention any treatment for their blood glucose. The customer stated that their sensor is bad and is giving inaccurate readings. The customer declined troubleshooting the issue. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.